Event description:
An olympus representative reported to olympus, on behalf of the customer, the tip probe fixing screw adhesive on the evis lucera ultrasound gastrovideoscope was peeling. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was sent in for evaluation and the customer¿s allegation was confirmed. It was determined, there was a gap in the tip adhesive and dirt was found in the tip at the balloon groove. In addition, it was noted, the curved rubber adhesive was missing, the operation part cover and the paint on the air/water supply cylinder were peeling, and the image guide serpentine and sw3 rubber had scratches. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the adhesive peeling likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "visually check that there are no abnormalities such as cracks, dents, swells, edges, scratches, protrusion of metal lines from inside, protrusion, sag, deformation, bending, adhesion of foreign matter, and falling off of parts on the outer surface of the entire length of the insertion part including the curved part and the tip part." Olympus will continue to monitor field performance for this device.